Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels in the 400 mg/dl range. Customer's health care professional believes elevated bg's are due to the customer's settings needing to be adjusted. Customer delivered a bolus to stabilize bg levels. Tandem technical support guided the customer through adjusting their pump settings.